Manufacturer narrative:
A philips remote support engineer (rse) talked to the customer and performed support for troubleshooting. The rse determined that the outage was caused by a power loss when the network switch powered off due to a failed uninterruptible power source (ups). The customer powered the switches back on which solved the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a failed network switch ups. The reported problem was confirmed. The network switch ups were powered back on to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
It was reported that multiple mx40s have lost connection to the surveillance stations, and 9 overview stations are in local mode. Technical inop error messages for 'no data tele' are displayed. The reported problem started after a generator test. The devices were in clinical use. There was no report of patient or user harm.